Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the set leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used blood set with packaging was returned for investigation. The sample was visually inspected with no defects noted. The set was tested for leakage per specification with failing results. A leak was found where the tubing connects to the blood filter housing. House retain samples were visually inspected and no defects were noted. While we are unable to confirm the exact root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.